Event description:
An Impella CP was inserted via right femoral artery access site in a patient 44-year-old female or Acute Myocardial Infarction/ Cardiogenic Shock. The patient¿s comorbidities are not specified. The patient¿s clinical state prior to initiation of support SCAI (Society for Cardiovascular Angiography and Interventions) shock stage E.The patient was concurrently supported with ECMO (Extracorporeal Membrane Oxygenation). During support, the Impella system was operating as intended at P-3, providing approximately 2.0 L/min flow with a 5% dextrose in water sodium bicarbonate purge solution. A ¿Failed to Prime¿ alarm was reported when the purge cassette would not prime. The purge cassette was removed and reinserted without resolution; therefore, the cassette was replaced. The replacement purge cassette primed successfully, and the issue was resolved. The patient remained on Impella and ECMO support; however, despite ongoing therapy, the patient expired while on support on (b)(6) 2026.The delay of initiation of hemodynamic support cannot be conclusively dissociated in this critically ill patient in this critically ill patient.The patient's death is most likely attributed to the underlying critical condition due to cardiogenic shock as the patient presented in SCAI Stage E, with continued escalation of vasopressors and inotropes to support the patients continued deteriorating condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.